Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the corroded port, chipped adhesive or the sticky universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that corrosion on forceps channel port, the universal cord was sticky, and the adhesive on the bending section rubber was chipped. There was no patient involvement.